Manufacturer narrative:
The reported event was unconfirmed as the product meets specifications. Visual evaluation of the returned sample noted one opened without original packaging, used 2-way silicone foley (manufacturing lot number ngku0451). Visual inspection of the sample noted no defects, holes, or other obvious observations and the sample was tested for "deflation due to trauma". Using the in-house luer lock syringe, the catheter balloon was filled with 5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The catheter was then allowed to rest with no observed leaks from the balloon nor the bifurcation. The catheter balloon deflated passively with no cuffing noted. As the reported event is unconfirmed, a labeling review is not required. A device history record review was not required as the investigation was unconfirmed. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they found slow leak above y-site of the foley catheter, probable hole or rip.

Event description:
It was reported that they found slow leak above y-site of the foley catheter, probable hole or rip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.